Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: one (1) controller ((B)(6)) and one (1) battery ((B)(6)) were returned for evaluation. One (1) controller ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller ((B)(6)) and the returned battery ((B)(6)) revealed that the devices passed visual inspection and functional testing. Log file analysis pertaining to (B)(6) revealed one (1) controller power up event was logged on 23-may-2021 at 16:02:36. Review of the event log file revealed that, prior to the first power up event, the controller (B)(6)last had power on 15-feb-2021. Additionally, review of the data log file revealed that the controller (B)(6) was not in use prior to the controller power up event; the first data point was logged at 16:03:09 on 23-may-2021, indicating that the power up event occurred during troubleshooting of the controller (B)(6) and/or a controller exchange. Log file analysis pertaining to (B)(6) revealed two (2) controller power up events were logged on 23-may-2021. The first power up event was logged at 18:40:53. Review of the event log file pertaining to (B)(6) revealed that, prior to the first power up event, the controller last had power at 15:59:26 on 23-may-2021. The data point prior to the first loss of power, at 15:56:51 revealed that (B)(6) was connected to power port 1 with 94% relative state of charge (rsoc) and that an active adapter was connected to power port 2. The first data point after the loss of power was logged at 18:41:29 on 23-may-2021. The second controller power-up with associated pump start event associated with (B)(6) was logged at 18:42:09. The data point prior to the loss of power revealed that (B)(6) was connected to power port 1 with 88% relative state of charge (rsoc) and that (B)(6) was connected to power port 2 with 88% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port 1 and (B)(6) 026 was connected to power port 2. No anomalies were observed leading up to the loss of power. The controller was without p ower for 16 seconds. An additional controller power up event involving (B)(6) was logged on 25-may-2021, likely due to troubleshooting of the controller and/or a controller exchange. Loss of power to the controller will trigger the display to become dark and will result in a continuous audible alarm, which corresponds with the reported ¿blank screen¿. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the first and second losses of power associated with (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the available information, the most likely root cause of the third loss of power associated with (B)(6), as well as the loss of power associated with (B)(6) can be attributed to trouble shooting of the controllers and/or controller exchanges. Additional products: controller 2.0 con410877 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery (B)(6) d9: yes, return date: 15-jun-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2021 / serial or lot#: (b0(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 02-mar-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g05035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery was exchanged. In addition, prior to the loss of power to the controller, a second controller in use exhibited an unexpected loss of power. The second controller remains in use.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial #: bat904531 UDI #: 00888707006897 device evaluated: no mfg date: 02-oct-2020 labeled for single use: no patient ime code(s): (B)(4) imf code(s): (B)(4) img code(s): (B)(4) FDA device code(s): (B)(4). Additional information has been requested regarding the log files and details of the event, but these were not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a power source exchange, the controller exhibited a blank screen and a no power alarm after one power source was removed and the battery remained connected. It was also reported that there was a possible double disconnection of power sources. The controller was exchanged and the battery remains in use. No patient complications have been reported as a result of this event.